Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: intellicuff motor doesn`t stop to pump failure effect: intellicuff motor continues to pump root cause: defective inellicuff device. Correction: replacement of intellicuff device

Event description:
The following was reported to the hamilton medical ag: intellicuff motor doesn`t stop to pump - intellicuff motor doesn`t work.

Event description:
The following was reported to the hamilton medical ag: intellicuff motor doesn`t stop to pump - intellicuff motor doesn`t work.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: intellicuff motor doesn`t stop to pump failure effect. Intellicuff motor continues to pump root cause. Tbd correction: replacement of intellicuff device.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost a year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was inspected. The root cause was determined to be a small leak or damage that could not be localized exactly. The cuff pressure controller was able to maintain the set pressure, but the motor had to keep building up pressure and did not stop working. In consequence (correction) the intellicuff standalone was replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: intellicuff motor doesn`t stop to pump - intellicuff motor doesn`t work.